Manufacturer narrative:
The customer¿s experience with the leds in the display board of two pump modules were dim was confirmed during testing and found to be the result of a faulty ic u3 and u4. Risk assessment dir: 10000285368 notes dim segment issue is associated to faulty component of the seven segment display. A supplier product change notification (B)(4) was issued to improve the manufacturing process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that during preventative maintenance, it was discovered that the leds in the display board of two pump modules were dim. There was no patient involvement.